Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1: date of submission 11-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display.